Event description:
Patient reported "gradual hardening", "rippling" and "capsular contracture". This record is for the left side. Device was explanted. Patient was prescribed gabapentin, potassium, robaxin, triamterene/hctz 75/50 mg, vaslcyclovir 1g and vyvanse 70 mg. Patient also reported "lump hypoechoic", "white blood cell count had started to climb", "discomfort", "pain", "redness", "swelling and "fibrocystic breast disease" which are not device related.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.